Manufacturer narrative:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and two broken screws. The tip of one broken screw was retained in the patient's bone. The site was revised with tmc hardware and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device specific information was also not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in the surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined due to the device not being returned for evaluation. However, it is possible the devices were subjected to excessive bending stresses leading to their breakage. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that after an initial bunion surgery, all hardware was removed in a revision surgery on (B)(6) 2023 due to nonunion and two broken screws. The tip of one broken screw was retained in the patient's bone. The site was revised with tmc hardware and no other patient outcomes were reported as a result of this event.